Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (brand name).

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). Initial reporter: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use intra-aortic balloon (iab) catheter failed during the procedure. There was no harm to the patient.

Manufacturer narrative:
Updated fields - a2, a3, a4, b4, d4 (expiry date), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Correction fields: d1, d4 (catalog#, version #, UDI). Additional information: contact person name: doctor br, natalia, occupation: physician the customer reported that during the procedure, the iabp catheter malfunctioned. The client confirmed that the patient was not harmed. The malfunction of the device was not specified by the customer. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).